Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have changed the batteries and resolved the issue. Customer declined further troubleshooting for device or high blood glucose levels. Customer's blood glucose level was varying over 500 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.